Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to a product performance issue. Should additional information become available this file will be updated.

Manufacturer narrative:
On 10/14/2017 - we were notified that this lead was capped and replaced on (B)(6) 2017 due to noise and high impedances. Should additional information become available this file will be updated.